Event description:
During wire manipulation in patient's left middle cerebral artery(mca) the guidewire fractured and detached in the vessel causing the dr. To perform retrieval of the wire. Retrieval was successful.